Manufacturer narrative:
Other text: b3 unknown, 4: UDI (B)(4) one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated, however the device alarmed error code 46011. The cause of the reported issue was unknown. As a result, the mpu board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump did not power on and exhibited a damaged hand control port. No patient injury was reported.